Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID#: (B)(4).

Event description:
Treatment was performed on an 85% stenosed, heavily calcified lesion in the left anterior descending artery (lad) using a viperwire guide wire and orbital atherectomy device (oad). After one treatment, the viperwire guide wire was observed to be fractured, and the spring tip remained in the vessel. An unsuccessful attempt was made to retrieve the fragment with a snare. Surgery was performed to retrieve the fragment. The patient expired a few days after the procedure due to multisystem failure. The opinion of the physician was that the csi device probably contributed to the patient's death.